Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that increase capture threshold was observed during a follow-up in clinic. The physician suspected a micro dislodgement and decided to revise the lead. During the procedure, the physician could not extend the lead. The lead was explanted and replaced. The asymptomatic patient was stable post procedure.